Manufacturer narrative:
(B)(4)

Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net transmission showing the device in backup vvi reset mode. The patient was brought into the clinic for further troubleshooting, and a device image was received for further investigation. A device download was performed successfully, and the device was restored.